Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The seal was removed/broken on the bottom case and plunger assembly. The device was cracked on lower left front corner and on right plunger case. The error appeared on the event history log. The motor not running was found during the occlusion test. The root cause of the reported issue was found to be a combination of motor assembly, worm gear, leadscrew and clutch halves were old, dirty and worn out due to normal wear. The motor assembly, worm gear, leadscrew and clutch halves were replaced. Occlusion and functional testing were performed and device passed.

Event description:
It was reported that the motor is not running error occurred. No patient injury was reported.